Manufacturer narrative:
An event regarding pelvic wall fracture involving a trident hemispherical cluster hole shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records received for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: there is insufficient information to confirm the shell contributed to the suggested small particle disease noted in the event. The exact cause of the reported event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "within months following implantation the patient experienced continued right hip pain, periprosthetic fluid collection, hematoma, osteolysis, pelvic wall fracture and a right iliac psoas mass." It is further alleged that "on (B)(6) 2015 the doctor noted that the osteolysis and fluid collections were most suggestive of small particle disease. The accolade device was subsequently explanted on (B)(6) 2016 and during the procedure the doctor noted significant oxidation on the cobalt chrome head."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "within months following implantation the patient experienced continued right hip pain, periprosthetic fluid collection, hematoma, osteolysis, pelvic wall fracture and a right iliac psoas mass." It is further alleged that "on (B)(6) 2015 the doctor noted that the osteolysis and fluid collections were most suggestive of small particle disease. The accolade device was subsequently explanted on (B)(6) 2016 and during the procedure the doctor noted significant oxidation on the cobalt chrome head."

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in this obese woman, the primary total hip arthroplasty through an anterolateral approach used a 60 mm shell after reaming to 58 millimeters, which likely compromised the acetabular bone stock. It should be noted that no symptoms referable to the hip are documented prior to the patient's "fell on right side" and developing "deep pain with weightbearing" subsequent to which x-ray revealed "periacetabular fracture of the pelvis." At revision five years later in which acetabular deficiency was noted, the acetabulum was reamed to 65 millimeters for a 66 mm revision component, further compromising acetabular bone stock. Four months later, when the acetabular bone was severely deficient, plate fixation, cage reconstruction and bone grafting was required on a second revision. There is no evidence that factors of component design, manufacturing or materials were responsible for this clinical situation.¿ the operative report indicated, ¿acetabulum ... Spun easily and removed ... Crack in anterior wall ... Posterior wall deficient ... Reamed to 65 for a 66 tritanium shell with several screws ...¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event for loosening was confirmed. As noted from the operative report, ¿acetabulum ... Spun easily and removed ... Crack in anterior wall ... Posterior wall deficient ... Reamed to 65 for a 66 tritanium shell with several screws ...¿ based on the clinician¿s review the obese patient was reamed to 60mm and a 58mm shell was implanted and may have compromised the acetabular bone. The patient also fell on the right side. X-rays indicated that the patient had a periacetabular fracture of the right side. The exact root cause could not be determined however the patient did not have symptoms until she fell.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "within months following implantation the patient experienced continued right hip pain, periprosthetic fluid collection, hematoma, osteolysis, pelvic wall fracture and a right iliac psoas mass." It is further alleged that "on (B)(6)2015 the doctor noted that the osteolysis and fluid collections were most suggestive of small particle disease. The accolade device was subsequently explanted on (B)(6)2016 and during the procedure the doctor noted significant oxidation on the cobalt chrome head." Updated per medical review: ¿on (B)(6)2016 a revision of the right total hip arthroplasty was performed for a diagnosis of "failed right tha". The operative report describes spinal anesthesia and a posterolateral approach. The operative report notes, "increased right groin pain for six to twelve months ... 15 ml bloody fluid from hip ... Removed 36 cobalt chromium head ... Amount of oxidation was significant ... Removed liner and screw ... Acetabulum ... Spun easily and removed ... Crack in anterior wall ... Posterior wall deficient ... Reamed to 65 for a 66 tritanium shell with several screws ... Cleaned trunnion ... Femoral component well-fixed ... Metal ring and ceramic head ...".